Event description:
It was reported that thrombosis occurred. The patient had been on aspirin for anticoagulation prior to the index procedure. The patient's left atrium (la) was known to be dilated. A left atrial appendage closure (laa) procedure was performed, and a 27mm watchman flx pro closure device was implanted. The patient was placed on eliquis for anticoagulation. At the routine follow up 51 days post index procedure, transesophageal echocardiogram (tee) imaging revealed a possible device related thrombus (drt) that appears to be moving with the closure device. No further information was reported.